Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. No devices received, log review only.

Event description:
It was reported a pump module infusing dextrose 10% and a syringe module infusing glucagon were noted to stop infusing. Pumps were reported to be running as programmed at approximately 2:00 pm. A short time later, a clinician noted the pumps to be off however was not aware it shouldn't be, so did not mention it to anyone. It was further reported that at 2:50 pm a provider recalled the pumps being on and infusing per order. At 3:00 pm it was confirmed the both the pump module and syringe module were off and no longer infusing. There was patient involvement but no patient harm.